Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and lead fracture was confirmed. The ra lead was partially explanted and replaced, the lead tip remained. No patient complications have been reported as a result of this event.